Event description:
It was reported that the patient experienced ineffective therapy and pain at the lead site. As a result, surgical intervention may be undertaken to address the issue. It is unknown which lead attributed to this issue.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs quattrode lead, model: 3166, UDI: (B)(4), batch: 4479156. Common device name: scs quattrode lead, model: 3166, UDI: (B)(4), serial: 15036931, batch: 4747016. Common device name: scs quattrode lead, model: 3166, UDI: (B)(4), serial: 15036944, batch: 4747016. Common device name: scs quattrode lead, model: 3166, UDI: (B)(4), serial: 20302683, batch: a000158691.